Event description:
A surgeon reported that after she implanted a multifocal intraocular lens (iol), the patient reported visual obscurations that were intolerable and interfered with her functioning at work. The iol was exchanged for a monofocal lens. The surgeon was unwilling to provide further information, other than basic data provided in report.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The surgeon was unwilling to provide further information. There has been one other complaint reported in the lot number. (B)(4).